Manufacturer narrative:
B1 - corrected to product problem (e.g. Defects/malfunctions) in initial MDR. B2 - required intervention to prevent permanent impairment/damage should be removed from initial MDR. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -9.5 diopter was implanted in the patient's right eye (od) on (B)(6) 2022. Low vault without rotation was reported and lens remains implanted. Cause of the event is unknown. Problem is not resolved.